Event description:
This pt has undergone a shunt revision earlier on the day in 2004. Initially did well post-op, however, within several hours of the procedure the pt began to experience alterations in their mental status as well as a dilated pupil. A CT scan of their head demonstrated no obvious change in their ventricular status. A shunt tap was then performed which showed elevated pressure to 55. For this reason, the fluid was drained and the pt was emergently returned to the or, opeerating room, for a revision of the right occipital vp shunt-distal end. It was at this time that it was noted that the codman showed no flow because the reservoir was not functioning properly.